Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified an error. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. Additional diagnostic testing was performed which showed abnormal battery depletion including a significant drop in battery voltage at the time the device went into safety core. The device case was then opened. The measured battery voltage was 2.855 volts. The battery voltage during a telemetry session was noted to be a low of 2.623 volts. In addition, the current drain was measured and was normal. Destructive analysis of the device battery was then performed which indicated that the cathode insulating tube was torn thereby creating an internal battery short. The device analysis confirmed the clinical observations.

Event description:
This supplemental report is being filed based on completion of device analysis.

Manufacturer narrative:
The product has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during device interrogation at a routine patient follow up, this cardiac resynchronization therapy pacemaker (crt-p) device was found to be in safety mode with limited therapy still available. Boston scientific technical services (ts) provided guidance to the boston scientific representative that the device needs to be replaced. Subsequently, this device was explanted and replaced. No adverse patient effects were reported.